Event description:
When the radiologist got into the liver, the right end of the black probe disconnected. The radiologist decided to withdraw the probe, but the end was disconnected and a flow of blood followed at the apg. Extension of the intervention (1h instead of 20min). New information from the (B)(6) received (translated) on (B)(6) 2014 indicated that the physician had to use a snare to retrieve the tip of the device. When being inserted into the liver, the tip of the black straight probe split. The radiologist decided then to remove the probe but a piece of it came out and followed the blood flow until apg. Intervention had to be extended (1 hour instead of 20 mins) because of the time needed to retrieve it with lasso. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Complaint device was returned in an opened and used condition. A visual examination noted the device had separated into 2 segments. Quality control (qc) inspection of the needle for rosch-uchida transjugular liver access set verifies distal tip of needle is smooth with no excessive sharpness, burnes or foreign matter and is correctly ground. Qc also verifies inside diameter of cannula is open and free of foreign matter and confirms beveled edge does not shave outer layer when tubing withdrawn. Final inspection for angiographic catheters verifies surface of catheter is free of damage and excess bumps or roughness. Wire braided catheter surface must also be free of exposed wires. Not following the IFU instructions during removal of the catheter could have contributed to the failure mode. No patient outcome was listed on the original complaint report. Risk assessment was used to evaluate the associated risk. No additional actions required at this time. Per (B)(4), additional action is not required at this time based on the associated risk. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.